Event description:
As reported by edwards the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the team was inserting the 16f esheath+ and when they attempted to remove the 16f introducer from the esheath, the hub separated from the introducer. The inside of the clear hub that came off was smooth and clean. The patient was not injured, and it did not delay the case. The device was accidentally disposed and no photos are available.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The complaint for system component separation during use was unable to be confirmed as no applicable imagery/device was returned. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During manufacturing, the proximal end of the dilator shaft is sanded using sandpaper before being inspected at a minimum of 2.85x magnification for sufficient sanding. Insufficient sanding of the dilator tubing can lead to decreased bond strength between the hub and shaft. This can lead to the introducer hub and shaft to separate from each other during removal from the sheath, especially if high forces were experienced during removal from the patient. However, due to no device being returned, engineering was unable to evaluate surface conditions of the introducer to rule out any potential manufacturing non-conformances. Therefore, due to insufficient information, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.